Event description:
It was reported that the surgeon began to use the burr and a flurry of metal shavings were present in the joint. As many shavings as possible were retrieved, some were left behind in the joint. Shoulder arthroscopy. Follow-up information from the rep in the case: the surgeon did not apply any excessive force to device while in useand he uses this device on a regular basis. The rep stated that when he looked at the device, he noticed the lubrication sleeve was not present and it looked as if it was never there. When asked about reprocessing, the rep stated that the account has been known to reprocess devices. However, the surgeon stated this was a new device out of the package. The surgeon was unable to retrieve all the shavings from the patient`s shoulder. He was not concerned with the shavings as they were very small in size. No further issues have been reported related to this incident. Patient is doing fine to date.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation revealed metal gouging found all along the outer diameter of the inner shaft. Evaluation also revealed the device was missing the inner shrink tubing. This is labeled as a single-use device. Complainant's event was most likely caused by possible end-user reprocessing of the device as stated in the event which may also account for the missing inner shrink tubing. Not having the inner shrink tubing during use most likely caused the metal gouging along the outer diameter of the inner shaft. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.